Manufacturer narrative:
(B)(4).

Event description:
It was reported that a power on reset (por) condition was encountered with the pt's implantable neurostimulator. The cause of the por was unk. The pt's physician reset the device and it was, then, working fine. A follow-up report will be filed if additional info becomes available.